Event description:
This spontaneous report sent to valeant by another manufacturer (B)(4) on 06-mar-2014 and concerned a (B)(6) year old female pt. The pt's medical history and concomitant medications not included. In (B)(6) 2012, the pt started treatment with sculptra (poly-l-lactic acid) at an unk dose to her temples and jaw for wrinkles. The batch number and expiry date used was reported. On (B)(6) 2012, the pt experienced muscle and strength weakness all over her body, blurred vision, problems with her bladder, difficulty speaking and breathing, and difficulty swallowing. The outcome of the events was not reported. No info about medical eval or causality assessment was provided. No further info was provided.

Manufacturer narrative:
Pharmacovigilance comment: on 06-mar-2014. Events muscular weakness, bladder disorder and dyspnoea were addressed as serious and possibly related. Events vision blurred, dysarthria and dysphagia were assessed as non serious and possibly related. Lack of detailed info regarding medical history, lab data and concomitant drugs precludes the definitive assessment of the case.